Event description:
The customer reported non-reproducible false troponin I (access® accutni¿) results, for several patients, involving the access® 2 immunoassay system. The false troponin results were not released from the laboratory. There was no patient consequence associated with this event. The samples were retested on the same instrument and produced lower results. Patients samples were collected in becton dickinson (bd) sodium heparin plasma tubes and centrifuged at 6,000 rpm (rotations per minute) for five minutes. The customers biomedical engineer serviced the instrument at the facility.

Manufacturer narrative:
The customer had performed system check, which failed the unwashed portion due to an elevated percent coefficient of variation (%cv). The customer's biomedical engineer (bme) replaced the mixer belt and mixer pulleys and resolved the reported issues. The bme stated system verification testing was within assay, instrument, laboratory specifications following the service repairs. In conclusion, hardware malfunction of the mixer belt and/or the mixer pulleys is the likely cause of the event. Beckman coulter continues to track and trend any incident related to this issue. (B)(4).